Event description:
Implant (B)(6) 2007. Complications are still continuing. Needed a few surgeries. Persistent stabbing pain, burning pain, mesh came apart. In 2008, surgery to remove the duo mesh and part of the ultra pro mesh but not the whole thing. Complications still continue because all of it was not removed. In 2010, another surgery was done. Stabbing pains still continues. There has been an open wound for eight months that the surgeons cannot close. Now (B)(6) wants to have another surgery to rebuild the abdomen using a biologic and take out all of the ultra pro.